Manufacturer narrative:
Philips service replaced the imaging module bipl kit wp and geo tilt module bipl. Kit wp and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that table movement failure occurred during examination on an allura xper fd10/10. The clinical use of the system was in use. There was no reported patient or user harm.